Event description:
It was reported that a spectrum iq pump failed the volume test. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿pump failed volume test¿ was not reproduced. The device was tested for flow accuracy and delivered within specification. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No further testing was required; however, the m2/m3 spring will be replaced in the repair process to ensure proper delivery is maintained. Should additional relevant information become available, a supplemental report will be submitted.